Event description:
Event description guidant received information that this implantable pacemaker (ipm) was erroding the pocket. During the revision, the device was not pacing consistently in either chamber. The patient's rhythm went asystolic. The physician put in a temporary pacer. There is a possible lead fracture. There is pacing only in certain positions with the magnet.